Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was chronic high impedance on the right ventricular (rv) lead. It was also reported there was a battery c alculation error with the implantable pulse generator (ipg). The lead and device remain in use. No patient complications have been reported as a result of this event.